Manufacturer narrative:
E1: initial reporter address: hdtc - (B)(6). Should additional information become available, a supplementary report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the bottom of an ak 96 machine, "at a concentrate line", during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available, however, the device was evaluated on site by a qualified technician. Inspection of the machine showed that there was fluid leakage inside the cabinet. A silicone fitting was observed to be detached from the diva valve. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the leak was the detached component which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.